Event description:
The cypher select plus was properly prepped and inserted into the patient, on inflation it was noted that the stent was not expanding. The physician noted a crack in the hub. The stent was removed and the case was completed with another 3.0 x 18 cypher stent. The age and the gender of the patient are unknown. The target lesion location is unknown. The lesion was de novo. The vessel diameter was 3mm and the length with a guidewire and advancing the device to the lesion. When the device was placed in its proper location and pressure was applied to the balloon, the balloon of the stent delivery system (sds) would not inflate. Upon inspection, the physician noticed a crack in the hub of the device. Therefore, the sds was removed and another cypher select plus (3.0x18) stent was used to successfully complete the procedure. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has been received to date. Additional information will be submitted within 30 days of receipt.